Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, peri-implantitis (treated with co amoxicillin 2x 1g but without success), pain, swelling, abscess, inflammation, mobility (the last days).